Event description:
An orsiro drug-eluting stent system was chosen for treatment. After stent deployment it was not possible to deflate the delivery balloon.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation of the returned device revealed that the balloon has been inflated and was deflated in the as-returned state. The inflation lumen has calibrated down just proximal to the proximal balloon weld. The device shaft is elongated and has narrowed down towards the guidewire exit port. These findings indicate application of a high tensile force. During the investigation functional testing was performed. The complaint instrument was successfully inflated to np. Deflation of the balloon was not possible. It cannot be further evaluated if the deformation of the device shaft was induced before or after the deflation issues reported by the physician. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible in the provided angiographic material. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material- or manufacturing related root cause was determined.